Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was no harm reported to the patient,

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. Fse onsite booted unit up and connected simulator with balloon pump. Ran unit for several minutes with no alarm. Ran an all-manifolds test and device failed pim test. Applied vacuum grease to safety disk and ran all manifolds test for a second time and no failures occurred. Verified unit, calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.